Manufacturer narrative:
During failure analysis, no signs of leaking was noted. However, the drive pin and the bearings on the rotor were worn/damaged.

Event description:
It was reported that a stryker core micro drill was leaking oil on a napkin after the completion of a tooth extraction procedure. No adverse consequence was associated with the device.